Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient said they haven't been in pain until 2-3 months ago. The patient slipped on fell on concrete and then went to see healthcare professional (hcp) to get an injection in patient's neck. Patient said the injection is not related to the device. The patient also said after the fall patient had pain in a different area and hcp told patient when she fell the messed up a disc, after checking the device with his machine. Patient also said hcp told the patient the ins moved a little. Patient said now patient had pain all over patient's back and is inquiring to set programming where she had it before adjustments were made. The said she thought pain was from the disc that the patient hurt before, but the patient said pain feels like it did prior to implant. The patient said she has tried to increase to 2.40 and 2.60. The patient has two groups both on 2.20 but patient isn't sure. The patient also said when a manufacturing representative (rep) made the adjustments she brought stimulation down to 1.5, but patient wasn't sure. The patient has been crying at night and patient can't sleep. No further complications were reported. No additional patient symptoms have been reported.